Event description:
Information received from the field does not address the patient's clinical status but notes noise on the atrial iegm. The noise had been present since october 2004.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received